Event description:
Boston scientific received information that this patient went to the hospital for syncopal episodes. This patient's device was unable to be interrogated as it had declared end of life (eol) last year. The patient's physician was contemplating a device change out. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.